Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a coupling problem. The patient never got more than 1 coupling box. An antenna locate (al) feature was performed and the al range was 60-62. The implantable neurostimulator (ins) was currently discharged and displayed that screen when establishing telemetry with the clinician programmer and patient programmer (pp). A new antenna was sent. The ins was also sticking out and sore to the touch. After receiving the new antenna, the patient had all 8 bars of coupling. That was impossible before with the old antenna. The patient had recovered it from discharge and was receiving effective therapy. It appeared that solved the problem. The patient was only a couple weeks out from surgery so the tenderness at the battery site was not that unusual. Her doctor was aware and would manage that if need be. Additional information received reported that there was a coupling problem and the patient¿s ins was tilted. It was unknown if the implant site was sore because the ins was one month old or from recharging attempts. The patient was going to have a pocket revision, but it has not been scheduled yet. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.